Manufacturer narrative:
Arjo was notified of the event involving two citadel plus bed frames. This report refers to the bed serial number: (B)(6) (MDR 3007420694-2025-00131). The customer reported that this bed was going into chair mode by itself. No injury was reported. There was no patient on the bed when the unexpected activity was noticed. The other citadel plus bed was reported under MDR 3007420694-2025-00130. Inspection of the device and the information collected showed that both the right and left control panels were defective. The buttons on both panels were stuck in a depressed position. One of them caused the bed to move unintentionally into chair mode. A review of post-market surveillance data revealed that the most common cause of a stuck button is damage from impact (e.g., hitting objects such as walls or door frames) or natural wear and tear due to frequent use. In the complaint at hand, there were no signs of impact-related damage to the buttons. It appears that wear from regular use is the most likely cause of the button malfunction. This aligns with the information provided by the arjo representative, who indicated that the touchpad buttons were worn and sticking. The control panels have not been replaced since the bed's manufacture in october 2020. The citadel plus instructions for use (IFU 831.374.en) include the following information regarding regular check of the bed: "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the caregiver. "Carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver. "Failure to carry out these checks or continuing to use product if a fault is found, may compromise the safety of both patient and caregiver. Preventive maintenance can help to prevent accidents.". In summary, the bed frame was not up to the manufacturer¿s specification during the event. No patient was involved. The complaint was assessed as reportable due to allegation that the bed frame went into chair position on its own.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed was going into chair mode by itself. No injury was reported.